Manufacturer narrative:
(B)(4). The covidien service engineer (se) evaluated the ventilator and replaced the touch frame. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during preventive maintenance an 840 ventilator had a touch screen blocked error message. There was no patient involvement at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
"The covidien service engineer (se) evaluated the ventilator and replaced the touch frame. These performed extended self-testing on the device and all tests passed" to "the service engineer (se) evaluated the ventilator and replaced the touch frame printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer (se) evaluated the ventilator and replaced the touch frame printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.